Manufacturer narrative:
The device was returned to olympus for inspection; the image noise was confirmed due to the plug units' deformation. E1 establishment name: (B)(6). Based on the results of the investigation, the malfunctions were likely caused by random or expected component failure, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had image noise. There were no reports of patient involvement.